Manufacturer narrative:
Load cell. Customer provided parts to do repairs.

Event description:
It was reported by service report that there is a large variance in weight that is being displayed. No pt involvement or consequences are reported.